Event description:
The customer stated that the architect analyzer generated false reactive toxo g results on one patient. Results provided were: (B)(6) 2013 initial = 14.9 iu/ml / a new sample (sid (B)(6)) on (B)(6) 2014 = 0.0iu/ml (>/= 3.0iu/ml = reactive). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, service history review, a search for similar complaints, and a review of labeling. The complaint text indicates a (B)(6) toxo g result was generated for one patient sample on architect i2000sr ((B)(4)). Abbott field service performed troubleshooting steps which included replacing the: wz manifold with valves fep tips; valve manifold kit; probe; tubing pressure monitor to syringe; vacuum pump repair kit; and aligning the magnet wash. Review of service history of the instrument shows no additional reports for discrepant or erratic patient results. Review of the architect system operations manual and the toxo g package insert shows adequate information related to handling specimens and consumables, required maintenance, component replacement, and troubleshooting. There is no indication of a deficiency of the architect i2000sr nor is there sufficient information to reasonably suggest a malfunction occurred. Based on the investigation, it has been determined that the product is performing acceptably.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.